Event description:
A biomedical engineer reported the system shut down on its own during a procedure. They recycled the power and the system was functioning normally. There was no impact to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply and a non-conforming power distribution printed circuit board (pcb) were both replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on september 23, 2003. Based on qa assessment, the product met specifications at the time of release. A power distribution pcb was received for evaluation. A visual assessment of the returned power distribution pcba did not reveal any non-conformity. The returned power distribution pcba was installed on a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned power distribution pcba was exercised by a 2 hours burn-in test. The returned power distribution pcba passed test and no system shut down occurred during test. No additional test was performed. The system and the returned power distribution pcba functioned normally. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).